Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as no tortuosity or calcification. It was reported that there was an endoleak after the devices were implanted. The physician believes that there might be a type iii endoleak, however, the physician was unable to locate the location of the endoleak. The patient will be monitored. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak, no films to evaluate.